Event description:
It was reported that the patient had increased tone in his lower leg--in his lower extremities or his legs. An av lateral x-ray, flat plate, was done. There was an obvious interval fracture in the catheter at the level of the lamina, or where the catheter was entering into the spine. The patient was managed the patient by giving him oral baclofen because everyone was on vacation, and it was reported that that worked for the patient. There were mild symptoms. Unfortunately, the patient had gone through baclofen withdrawal before. The spinal segment catheter was replaced wiith another 8709sc catheter. Gablofen "1,000 mics per ml" were used. Prior to surgery, the pump was infusing at 220 micrograms per day, but post-operatively, the dose was decreased it back down to "50 mics per day". The patient was admitted; "usually they admit patients here for like 2-3 days just to observe the patient", for observation and just slowly titrate up.

Event description:
It was reported that the patient experienced withdrawal with symptoms of urticaria and increased lower extremity spasticity. The patient reported a "pop" and then began to experience increased tone, itching and insomnia. The patient was seen in the ER for the symptoms. X-rays were performed on (B)(6) 2011 and the results were internal fracture of catheter at the level of the lamina and lumbodorsal fascia;lumbar site. A catheter revision was done on (B)(6) 2012. Intraoperative on (B)(6) 2012 the hcp replaced the spinal segment catheter; prior to reattaching proximal and distal segments. A single bolus was programmed to verify flow of medication thru the existing implanted pump and the proximal catheter. The bolus then aborted and catheter segments reattached; priming bolus for newly implanted spinal segment only and infusion rate of 50 mcg/day programmed post op. Resulted in in-patient or prolonged hospitalization. It was noted there was no injury. The patient has improved and resolved without sequelae: (B)(6) 2012. It was noted related to device or therapy; possibly related to implant procedure. Programmer time: 1703. Refill prog date/time: (B)(6) 2011/1418. The drug in the pump was gablofen.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Catheter model 8596sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned distal segment of the catheter (serial #: (B)(4)), revealed break at its proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.